Event description:
It was reported that this pt had an inferior st elevation acute myocardial infarction on (B)(6) 2010, and had a staged percutaneous coronary intervention to the proximal left anterior descending artery on (B)(6) 2010. The pt returned on (B)(6) 2010, with an anterior st elevation myocardial infarction with in-stent thrombosis which was successfully treated with balloon angioplasty and tirofiban. No additional event or pt information is available.

Manufacturer narrative:
(B)(4). The stent remains in the pt. A f/u will be filed with all relevant information.